Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for short interval counts (sic) and noise oversensing. It was noted that the noise was reproducible when the patient raised their hand over their head. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut and the helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to melting, was extrinsically melted but not breached and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the noise/over sensing described in the event. Other than severe explant damage there were no anomalies observed on the returned full lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).